Manufacturer narrative:
Date of initial report : 04/14/2008. After testing of the generator confirmed it was operating to specification, the site was contacted. After finding what settings they were operating at we confirmed that the coag low 2 and coag low 3 modes output waveforms exactly match the frequency and appearance of the pure cut waveform, and this condition is to be expected with a properly working generator. We explained this information is provided in the service manual and the users guide for this generator.

Event description:
The report stated that when pressing on the coag pedal they got a cut waveform.